Manufacturer narrative:
Additional info will be submitted once investigation is completed.

Event description:
It was reported that tip snapped off (inner radius) and was left inside patient's wrist while cutting soft tissue. Delayed case 1 hour. Surgeon had a break scrub to put lead vest on while staff rolled c-arm in to find pieces. Had to open patient's wrist surgically.